Event description:
The micro drill was sent for eval because it was running w/o activation during a procedure. The procedure was successfully completed with an alternate device. No clinically significant procedure delay was reported; no adverse consequence was associated with the device.

Manufacturer narrative:
Corrosion damage to the internal components was identified as the probable cause of the device running on its own w/o activation. Corrosion damage to the motor can cause the device to run w/o activation if the motor allows magnetic leakage from the motor onto the hall sensor.